Event description:
A malfunction was reported on a pump, and it displayed a malfunction code, malf 0, which was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was provided with instructions for returning the problematic pump and for using the replacement. The customer was informed about the updated software on the replacement pump and the steps required upon receipt, including waiting for a session to end before inserting a new sensor if using a g7 sensor. The customer had no backup therapy at the moment and planned to contact their healthcare provider, and a signature was required for delivery.